Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the impactor pad instrument broke during impaction.

Manufacturer narrative:
Visual inspection of the returned device confirmed that it cleanly fractured into 3 pieces. This device is used for treatment. It was considered that the device was conforming when it left zimmer biomet because it had a potential field life of over 3 years 6 months before it fractured. According to the results of an earlier investigation, this type of failure is attributed to the devices being subjected to higher stresses. Per the package insert of these instruments, end of life is normally determined by wear and damage due to use. With the information available, it was not possible to determine the root cause. Proper surgical technique was reported.